Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed and the rv lead was surgically abandoned and replaced. Additionally, this ICD was replaced with a pacemaker due to a change in the patient's therapy needs. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, stored episodes containing noise on the right ventricular (rv) channel were observed on this implantable cardioverter defibrillator (ICD). The oversensed noise led to pacing inhibition and greater than two seconds of asystole for this pacemaker dependent patient. Despite the loss in pacing the patient remained asymptomatic during the episodes. The noise was recreated during isometric testing and the device was reprogrammed to avoid further detection. The rv lead and this ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that, during a routine follow-up, stored episodes containing noise on the right ventricular (rv) channel were observed on this implantable cardioverter defibrillator (ICD). The oversensed noise led to pacing inhibition and greater than two seconds of asystole for this pacemaker dependent patient. Despite the loss in pacing the patient remained asymptomatic during the episodes. The noise was recreated during isometric testing and the device was reprogrammed to avoid further detection. The rv lead and this ICD remain in service. No adverse patient effects were reported. Additional information was received that a revision procedure was performed and the rv lead was surgically abandoned and replaced. Additionally, this ICD was replaced with a pacemaker due to a change in the patient's therapy needs. No additional adverse patient effects were reported.